Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was torn below ok key. The ok key was responsive. The battery compartment is intact, no cracks were observed and there was no moisture contamination found inside the battery compartment. The battery cap is unable to tighten due to damaged threads. A power loss was observed. A test cap was used and was able to fully tighten. The test cap was used for all testing. The pump was exercised with a test battery cap for 24 hours. No power loss or low battery warnings were duplicated. Pump case was removed, no evidence of moisture was identified inside pump. The battery terminal contacts were inspected and there was no evidence of intermittent contact. Display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display was found to be faded. This report is made based on results of investigation completed on (B)(4) 2013.